Event description:
When a facility nurse discharged the defibrillator "fire came out" of the apex coil cord near the paddle end. The nurse reported a tingling feeling but was reported to have not been injured as a result of the reported event. When asked the reporter said he did not know where or how the device was being used at the time of the event. The reporter had no info regarding any potential use in pt treatment.